Manufacturer narrative:
Additional information: a1, h6, h10: information was received on 11-mar-2021 indicating that the event did not fail while in use with a patient.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated. It was noted that device's upstream occlusion (uso) sensor failed to activate during tests and was inoperable. Service will replace the uso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not show downstream occlusion. No adverse effects were reported.